Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that patient was in pain and needed help lowering his stimulation. It was noted that by the time patient services pulled up patient¿s information, patient had figured out how to decrease stimulation. Patient confirmed therapy was on and he switched to program 2 at 1.8v. Patient stated decreasing amplitude eliminated the uncomfortable stim. It was noted that troubleshooting resolved the reported issue. The event occurred on (B)(6) 2016.